Event description:
A motor stall was confirmed via the event logs with no motor stall recovery noted. The pump delivered baclofen 2000 mcg/ml that was reported to be "not lioresal." Pt symptoms, troubleshooting performed, actions performed and pt outcome were not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).